Event description:
During an autocuff refixation procedure using a super turbovac 90 wand, the pt sustained a second degree scald from the irrigation fluid that ran out of the incision onto the skin of the joint from the elbow. No other info was provided for this report.

Manufacturer narrative:
The device was discarded by the hospital. Since the device was not returned for investigation, a complete investigation could not be performed. A root cause could not be determined.